Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the device was found to be unable to operate on ac or battery power and can not recharge the battery due to connector j13 on mainboard being broken. Additionally the pump could not generate and control negative pressure. No patient harmed, and no injury reported because this was found during service and repair.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been received and evaluated. A visual inspection reported no defects. The functional evaluation confirmed the device could not generate negative pressure and was unable to be charged, establishing a relationship with the reported events. The root cause was determined as a failed main circuit board. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device has visible dents. Additionally, during service evaluation, the pump could not generate and control negative pressure and could not operate on ac or battery power and cannot recharge the battery. No patient involved.